Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2014 with the following findings: on examination, the keypad was found to be intact without damage. On testing, all of the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any indication of damage, defect or contamination of the button contacts. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the keypad button complaint and the pump was found to be performing within required specifications without malfunction.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the keypad buttons were unresponsive. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).